Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins) for spinal pain indications. The rep reported that while meeting with pt and reports pt had a lead revision, but arrived to the procedure with their ins depleted. Rep states that one of the leads was adjusted, but all components remained the same and were not changed. Rep reports because the device was depleted, she was unable to do impedance checks or connect to the ins with her clinician programmer. Rep reports that she was unable to get the pt's ins through passive recharge at that time, and reports that upon meeting with the pt, the pt was unable to advance through passive recharge mode as well. Rep continued and stated that the patients programmer screen would show no device found screen, they would click recharge, and then it would go back to "looking for device" and not to the passive recharge screen. Rep had patient try to initiate this sequence while on the phone and after pressing recharge, the normal passive recharge screen appeared and showed 90, 99, 100 across the bottom. Rep reports that she and the pt will continue through passive recharge, and call technical services (tss) back if further questions arise or further troubleshooting is needed. 2023-feb-02 (rep): additional information was received from a manufacturer representative (rep). The rep reported that cervical lead migrated from midline to left side. Rep stated that the patient forgot to charge the ins, it was discharged which is why the programmer did not go to the correct screen. Rep called technical services (tss), and the programmed connected immediately. Information was confirmed with the the physician/account.

Manufacturer narrative:
Concomitant medical products: other applicable components are the leads. Product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead. Ubd: 06-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.